Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2021-05083. It was reported that the patient was experiencing new pain and weakness following the trial implant. An MRI revealed that the patient had an epidural hematoma. In turn, surgical intervention was undertaken wherein the leads were explanted and patient was sent for surgery to decompress the area. The hematoma has since resolved.